Event description:
It was reported that the patient underwent two revision surgeries of an unspecified nature related to this inflatable penile prosthesis (ipp) due to initial activation issues. The device worked as expected following the revision procedures. No patient complications were reported. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent two revision surgeries of an unspecified nature related to this inflatable penile prosthesis (ipp) due to initial activation issues. The device worked as expected following the revision procedures. No patient complications were reported. No further information could be obtained despite good faith efforts.